Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump is not working properly and patient has been hospitalized for ketoacidosis. Patient's blood glucose level was reportedly 458 mg/dl upon hospitalization; was treated with an insulin drip. The patient does not want to return the product for evaluation.